Event description:
A malfunction was reported on a pump, identified by malfunction code malf 9. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, resolving the issue without a recurrence. The customer was instructed to continue using the pump and to call back if any malfunction code recurs.